Event description:
It was reported by glassman et al. In an article entitled " rhbmp-2 versus lliac crest bone graft for lumbar spine fusion: a randomized, controlled trial in patients" in spine volume 33(26), late 2008, that a patient underwent a decompression and instrumented lumbar fusion procedure using rhbmp-2/acs and bone graft extended/filler. The patient required a second surgical procedure between 1 and 2 years po-op due to nonunion of the fusion. Per the reporting physician, the event is not related to the use of infuse bone graft.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.